Event description:
It was reported that during a procedure on the spine that the head of the bur broke. It was further reported that the broken piece was retrieved from the patient. It was reported that back up equipment was available to complete the procedure.

Manufacturer narrative:
Device not returned to manufacturer as yet. In addition, no lot number information was provided for further investigation.